Event description:
A report was received that the patient was unable to charge her ipg. X-ray confirmed that the ipg was flipped. The patient underwent a pocket revision wherein the ipg was replaced. No malfunction was suspected. The patient was doing well post-operatively.

Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility.